Event description:
It was reported that this patient experienced an episode of ventricular fibrillation (vf). The shock therapy that was delivered by the implantable cardioverter defibrillator (ICD) was unable to successfully convert the patient's rhythm. As a result, the health care professional (hcp) delivered external shocks. The ICD was then interrogated and it was found that the device was in safety mode. The patient was admitted to the hospital facility for the explant procedure. During this procedure, it was found that the right ventricular (rv) lead was damage. Both lead and device were successfully replace. No additional adverse patient effects were reported.